Event description:
It was reported patient underwent surgery for subtrochanteric fracture of right hip on (B)(6) 2012. Subsequently, on (B)(6) 2012 patient arrived in the ER due to acute fracture through the proximal right femur, with associated fracture of the intramedullary rod. The patient required transfer to another facility for specialized surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product information necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: expiration date - unknown manufacture date - unknown.